Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call retainer ring anomaly on the insulin pump. Customer¿s blood glucose level was 5.1 mmol/l. Troubleshooting for the retainer ring anomaly was performed. Customer advised the retainer ring was loose and did not fit properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label, broken battery tube threads and cracked case at the reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.